Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Chest x-ray revealed device migration. The patient will be monitored with a scheduled follow-up.